Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted during inspection prior to use, which suggest that a product deficiency did not contribute to the reported incident. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged as a result of interactions with the lesion and/or accessory devices. The cine was returned but could not be analyzed due to damage. Factors that can contribute to stent dislodgement include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment before lot release. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the lesion was located in the obtuse marginal artery. Prior to stent dislodgement, no resistance was felt and no force was applied. A 1.5 unspecified balloon was used in an unsuccessful attempt to retrieve the stent. The target lesion was successfully treated with deployment of a non-abbott stent. There was no adverse patient sequela. No additional information was provided.

Event description:
It was reported that during the procedure in an unspecified vessel, as a 2.25x12 rx multi-link 8 stent delivery system was being advanced in the left main artery, the stent dislodged. An attempt was made to retrieve the stent using an unspecified balloon; however, the stent was lost in the humeral artery. The stent could not be retrieved; therefore, the stent remains in the anatomy. There was no reported adverse patient sequela. Though requested, no additional information was provided.